Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that prior to use in a procedure it was noticed the existence of a foreign body inside the sealed packaging of the suture. It was packed with hair or body hair inside the sterile package. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/26/2019. H3 device evaluation summary: an unopened sample of product code 1111, lot # ac1060 was returned for evaluation. During the visual inspection of unopened sample, a foreign matter (hair) was observed into the overwrap packet and under the paper folder. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition the assignable cause of the foreign matter is a hair into the packet a manufacturing record evaluation was performed for the finished device ac1060 number, and no non-conformances were identified.¿